Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that cycling was turned on, so they had cycling turned off which resolved the issue and the implantable neurostimulator is now depleting twice a day.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2024, UDI#:(B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-dec-2024, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated he is not getting relief from therapy but he is feeling stimulation in the body tingling all the time and manufacturer repr esentative (rep) did reprogramming in mid-july, five days after seeing the doctor (B)(6) 2021. Patient stated the rep did programming on (B)(6) 2021 and he is on group c and added adjust stim. Patient stated two months ago, they were able to get the therapy to help him get complete relief but then when he get up he will be in pain for the first hour and pain will go away and he will be fine all day, but instead of only 1hr with no pain relief, it got longer and longer where he wasn't getting pain relief. Patient stated they did an x-ray in july and x-ray showed a lead was dropped 3/4 inches and rep did reprogramming to accommodate the lead and he was charging twice a day and rep updated the programming and added adaptive stim and he was only charging once a day. Patient stated he charged midnight last night to 100% and this morning, the ins is only down to 90% and his setting are all pretty high on group c and he has several programs. Patient stated he is not sure why the ins did not deplete more and rep told him to call patient services (pss) for assistance. Pss reviewed controller is showing the setting / information for the implant. Pss reviewed in order to know why the implant did not deplete more, the ins will need to be interrogated. Pss recommend patient consult with his healthcare provider for next steps.